Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 2.1 was not detected on the bus. The drawer was indicated as failing to open but would release; however, it did not register that the drawer had been released. An intermittent device not detected on the bus error was observed. The customer stated that they were unable to issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 16-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer 2.1 was not detected on the bus and displayed a failure to open error. A field service engineer (fse) reseated the row board cable and retractor band, ran firmware updates, and rebooted the device. After a network loss post reboot, the fse verified the switch port and ethernet cable integrity, disabled the active firewall, set the network speed/duplex to 100/full, and rebooted the system again, successfully restoring the device online. The system functioned as intended after field service engineer repaired the device.